Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the data from the investigation we are unable to determine the root cause of the concern. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: event 1: after flushing the needle/catheter and inserting into the patient's access port, blood was leaking at the junction of the device hub and the needle when the nurse attempted to withdraw blood to verify placement. No patient injury.